Manufacturer narrative:
Findings: visual analysis of the "as-received" d1000 tego connector identified internal leakage/blood residue was present. Engineering testing and analysis recorded the returned tego connector met functional specifications and recorded no leakages. Additional analysis documented the presence of blood fibrin/clots within the internal componentry to be the root cause of the internal leakage. This condition is attributable to usage/inadequate flushing techniques. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.

Event description:
Intl ((B)(6)) complaint received reporting leakage problems with use of d1000 tego connector. The information received reports "when we change the tego cap, appearance of blood leak (cap's crack?)". The tego connectors were removed & replaced with no further issues. No reported adverse patient consequences. Device return: one (1) used 01000 tego connector was returned to the manufacturer for testing and analysis. Although requested, the involved set-up, mating and access devices were not returned. MFR's. Investigation: visual inspection (pre and post decontamination) was performed. The results recorded evidence of residual blood within the connector's internal componentry. Engineering testing and analysis was conducted. The returned tego connector was pressure leak tested per the product specifications. The results recorded no functional issues and or leakages replicated. The returned tego connector was disassembled and evaluated under the microscope for further analysis. The report documented residual blood clots/blood fibrin between the yellow body post and the silicone seal of the tego. (Continued b. ) further analysis of the components verified internal leakage at the interface between the body post and one piece seal area. The engineering analysis determined the presence of this blood fibrin/ blood clots to be the source of the internal leakage. Although not always repeatable, previous investigations have identified that this condition is typically caused with inadequate flushing and that combined with over pressurizing can result in internal leakage.